Manufacturer narrative:
No patients were involved with this event. The field service engineer dispatched to the customer site replaced the peristaltic pump to resolve the peristaltic pump stopped errors reported by the customer. However, an evaluation by the cf (customer feedback) investigator at the (B)(4) beckman coulter site determined that the replaced peristaltic pump functioned as designed. Although the specific cause of this event is unknown and the failure mechanism identified by service could not be confirmed, the failure mode reported by the customer (intermittent peristaltic pump stopped errors) has the potential to compromise system washing capability. Compromised washing capability had the potential to generate erroneous patient results. However, there is no indication that this potential was realized in this instance. (B)(4).

Event description:
On (B)(6) 2015, the customer reported that intermittent peristaltic pump stopped errors had occurred on the customer's access2 immunoassay analyzer, serial number (B)(4). A beckman coulter field service engineer was dispatched to the customer site to evaluate the analyzer.